Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site and the vessel diameter was 7mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to the update if the device was evaluated by MFR and to provide the completed investigation results. One 8fr angio-seal sts plus device was received for product evaluation. The device was returned with fully opened aluminum poly-foil pouch, carrier tube assembly, and bypass tube. No other accessory components were not returned. Visual inspection revealed no deformation or damaged. The anchor was exposed. No other visual anomalies were noted on the device. The returned poly-foil pouch indicates that the pouch was fully opened. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109" and which was within the specification of 0.109". All measurements meet manufacturer specifications. Functional testing, the bypass tube was reinserted over the carrier tube assembly. There were no anomalies noted during testing. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that bypass tube was not in the manufacturer position upon return of the device for evaluation. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in the d10 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.